Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Reference manufacturer report number: 2916596-2020-05443. It was reported that the patient's controller faulted during an external driveline repair. The controller was subsequently exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial number (B)(6), was returned after the reported event of a driveline fault alarm. A review of the submitted and downloaded log files spanned approximately 8 days (15jan20, 13jul20, 26oct20, and 29oct20 ¿ 03nov20 per time stamp). All data prior to 26oct20 is not relevant to this investigation. A driveline fault alarm was active on from 29oct20 at 13:50 to 03nov20 at 12:02 and 03nov20 from 12:37 ¿ 15:02 due to phase 3 being measured higher than phase 1 & 2. The alarm is automatically silenced with 7.29 software and coincided with yellow wrench alarms. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. On 03nov20 from 11:54 to 12:30, the pump appeared to struggle to maintain the set speed while connected to the power module, resulting in low speed operations and pump stops. The low speeds corresponded with higher measures phases. These low speeds and pump stops are reported under MFR # 2916596-2020-05443. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot no external power and driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.